Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: cracked attune fb impactor, femoral impactor and scratched pinnacle 32mm + 1 head trial. Unknown surgeon as was picked up post surgery in cssd, the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the artic/eze tr ball grvd 32+1 has lightly scratches. The overall appearance of the sample is worn. The observed condition of the device was consistent with end of life through the years of service. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the artic/eze tr ball grvd 32+1 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Scratched pinnacle 32mm + 1 head trial, was picked up post surgery in cssd.